Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, allergic reaction occurred. The lesion being treated was located in the distal right coronary artery (rca), where there was a 75% stenosis. While the physician was positioning the 3.00x20mm taxus express2 drug eluting stent, the patient started having a "strange cough" and become hypotensive right after deployment of the stent. The patient was intubated and an intra aortic balloon pump was inserted for the hypotension, although otherwise the patient was hemodynamically uneventful. The patient's eye lids and respiratory tract were edematous and the physician suspected paclitaxel or sibs polymer anaphylaxis. Medications used during the procedure included heparin, milisrol, cercine and flomox. The patient is being treated with steroids which lessen the swelling, but the symptom of edema of the larynx is protracted and the effect of the steroids has been deemed insufficient, therefore, intubation for airway control is required "for a time." The patient continues to cough. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.